Manufacturer narrative:
An evaluation of the device cannot be performed, as the device was not returned to the manufacturer. Additional information pertaining to the device(s) referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported the patient presented to surgeon in 2008 with pain in his right hip, which had a primary hip replacement at about 7 months prior. Patient represented to surgeon in 2009 with an audible squeak with every step. Patient was revised one month later.